Manufacturer narrative:
The zoll console in complaint was returned to zoll on 11/15/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During a service check, on an unspecified date, the thermogard ivtm console (s/n: (B)(4)) displayed a tcmid05 (coolant diif failure) after it was powered on. There was no patient involvement reported.

Manufacturer narrative:
The reported customer complaint of console displaying tcmid: 05 (coolant diif failure) error message was confirmed during archive review and functional testing. The root cause was attributed to a defective cooling engine and once replaced the system passed the functional test with no issue. The thermogard was functionally tested and the console displayed tcmid: 06 (ce post failure) error message. Replacing the cooling engine resolved the error messages. The review of the patient data and event log showed there were eight tcmid 5-6-0-1993-2009 x 8, 5-4-0-66-0 and one mid 4-16-29-1-16 errors. Unrelated to the complaint and as a routine service, the coldwell gaskets was replaced and system passed functional test with no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no similar incident reported for thermogard with s/n (B)(4).